Event description:
Upon removal of the device following a successful ablation procedure, the user noted the pull wire was protruding through the distal end of the catheter. There were no pt consequences.